Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient's general condition deteriorated, he experienced abdominal pain, and was admitted to the emergency room. He was diagnosed with a pneumoperitoneum, an exploratory laparotomy revealed no signs of infection. The patient was treated with painkillers and unknown antibiotics. The duodopa pump was connected and the patient was recovering.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.